Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited that there was a foreign object on the forceps elevator wire. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the information obtained, the foreign object could not be identified. The cause of the foreign object remaining in the device could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.